Manufacturer narrative:
Continuation of d10: product ID 97755-s,serial# (B)(6), product type: recharger. H3: analysis of the 97755-s recharger (rtm) (serial number (B)(6)) revealed a frayed cord as well as a no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6) , ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was caller reported they are getting system problem rm03 message since this weekend. Caller stated they tried resetting the controller but that did not resolve the issue. Patient service specialist asked caller to inspect the equipment for damage and caller stated there is a break in the cord where the cord goes into the relay box. Pt stated the recharger may have been caught in the recliner. Agent asked - pt confirmed they have noticed recharger getting a little warm. The issue was not resolved. An email was sent to the repair department to replace the recharger.